Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of issues opening the jaws of the vessel sealer instrument. The vessel sealer was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. No grip misalignment was observed. A review of the logs did not show any failures. The housing was removed and the grip spring was found to be dislodged from the slug. The dislodged grip spring results in the grip tips not closing when the grip open lever is released off the system. The root cause of this failure is attributed to manufacturing. A review of instrument log was performed. Per the review, the vessel sealer instrument was last used on (B)(6) 2022 on system sk1893 during a low anterior resection procedure. The vessel sealer extend instrument has 0 uses remaining after last use. The instrument is intended for a single use. No images or videos were submitted for review. This complaint is being reported due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields in is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer worked a couple of times and then would not open. The jaws kept getting stuck closed while on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that they gripped the sides of the vessel sealer instrument to remove it. They reinserted the instrument again, but it did not work. The customer opened a new vessel sealer extend. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.